Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. A sample has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a cystoscopy/irrigation set, nonvented, 77 inch that experienced separation and no flow during use. The report stated that the tubing is too short, stopcock falls out of end constantly, tubing twists and irrigation stops flowing. Causing delays with surgical procedures. The occurrence is ongoing. The impact of problem is annoying causing delay with surgical problems. The product is available for inspection and no other devices involved. There is no mating device to be returned and the sample returning does not contain any hazardous materials. The specimen they have is a clean sample. There is patient involvement and no patient harm.

Manufacturer narrative:
Investigation summary received one (1) new list# 065440403, cystoscopy/irrigation set, nonvented, 77 incfor inspection. No damages or anomalies noted. The set flowed according to specifications and no leaks were observed. The tubing was measured and passed specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of flow stopping could not be replicated and could not be confirmed without return of used set or mating device.